Manufacturer narrative:
(B)(4). The device was returned for evaluation. Probe bent in multiple locations starting ~55 mm from the end of the tip, with approximately 21 mm of the tip missing and not returned for analysis. Microscopic examination of fracture revealed a quasi-brittle fracture surface with no visible indications of fatigue. The bent tip, nature and location of fracture the surface suggests failure due to bend stress overload.

Event description:
It was reported that the tip of the feeler broke at the distal tip. All pieces were retrieved from the patient. No patient complications were reported.